Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and the clock monitor test detected a mismatch between the system clock and the watchdog clock. The customer¿s blood glucose level was unknown. It was reported that the unexpected restart error was recurring. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error alarms, reset time/date anomaly after change battery noted during testing.